Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received a cartridge alarm 19 while loading the cartridge. The customer's blood glucose (bg) level was 351 mg/dl and insulin injections were administered to address the bg level. Tandem technical support assisted the customer with reloading a new cartridge; the alarm 19 did not reoccur.